Event description:
It was reported that an ilet displayed alert 32 for a delivery motor communication error and alert 57 for a system software runtime error, after which the caregiver restarted the device and the alerts cleared; the user disconnected from the device, experienced hyperglycemia up to 365 mg/dl for about three hours, and administered a 20-unit subcutaneous insulin injection as back-up therapy. Symptoms included hyperglycemia without reported ketosis or acute complications. Outcomes included temporary interruption of insulin delivery, need for manual insulin dosing, and restoration of function after restart. Investigation included customer support troubleshooting with up to three restart attempts, data synchronization guidance, and arrangements for device replacement with return of the original for evaluation. Investigation of this device revealed recurrent system alarms consistent with a device malfunction related to motor communications and software runtime. It was concluded that the cause was a faulty host chip causing internal communication errors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.